Manufacturer narrative:
(B)(6) 2015 03:52 pm (gmt-5:00) added by (B)(6) ((B)(4)): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was cracked after loading. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of blood and clinical use were observed. The slide lock was dis-engaged. The plunger was fully depressed on the delivery device. The anchor and tension spring assembly remained inside the delivery device in the pre-loaded position. The seal was observed to be cracked and delaminated at the first and second outermost coil. Based on the condition of the device as received, the reported complaint was confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm was cracked after loading. A replacement device was used to complete the procedure. The hospital did not report any patient effects.